Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported intermittent failure. Physio replaced the battery as a precautionary measure and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. A conclusive cause for the reported event could not be determined.

Event description:
The customer reported that the device powered on and off during a pt use. The device use had no adverse effects on the pt. There were no further details on the event and/or the pt provided.